Manufacturer narrative:
This report is submitted on may 23, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient experienced pain following an MRI and subsequently, the patient was administered antibiotics (date and duration not reported); however the issue could not be resolved. The implanted device remains, and the patient is being clinically monitored by their healthcare provider.